Manufacturer narrative:
Investigation pending.

Event description:
Pt had discrepant results: (B)(6) 2010, inratio: 4.0, lab: 3.76; (B)(6) 2010, 5.3, 4.5. Subsequent to the results on (B)(6) 2010 the pt's dose of coumadin was held that day and decreased for the next two days. Home health nurse reported discrepancy between meter and lab results.